Manufacturer narrative:
B3: date is approximate with year validity medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported to the rep by the patient that they had been receiving significant shock in their vagina and that it had been recurring off and on for the past two years with no results. The rep noted the patient was advised to turn up the device until they were getting results. The patient was reported to have received significant shock a few weeks ago. It was noted that implant was still implanted and out of service. It was noted in a photo the rep sent with the report that all electrode combinations had impedance readings of over 4000 aside from c<(>&<)>2, c <(>&<)>3 and 2<(>&<)>3. The rest: c<(>&<)>0, c<(>&<)>1, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 1<(>&<)>2 and 1<(>&<)>3 all had impedance readings of over 4000. The rep stated there had been no environmental/external/patient factors that led to this. Additional information was received from the health care physician (hcp) via a manufacturer representative (rep) on 2019-jul-07. The rep replied in response to the inquiry of when the patient first started experiencing the shocking, no results, impedance readings of >4000 on electrode combinations that the patient stated they had minor occasional shocks for two years but had never met with a health care physician (hcp) to discuss. The rep continued the patient had been shocked significantly two weeks ago while having intercourse. The patient then turned the device off and they had not been shocked since. The patient also stated that they had headaches and ¿other¿ issues that went away once they turned the device off. It was noted that the device was still implanted but that it was off. In response to the inquiry for actions and interventions taken to resolve the issue, the rep reiterated what had been previously reported in that they had conducted an impedance test and every combination except for those involving the #1 electrode (c-1, 0-1, 1-2, 1-3) were above 4000. In response to the inquiry of cause of the impedance readings over 4000 on electrode combinations c<(>&<)>0, c <(>&<)>1, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 1<(>&<)>2 and 1<(>&<)>3, the rep replied the cause was undetermined and noted that they were unaware of any way to determine the cause. The rep noted that the information provided had been verified by the health care physician (hcp). There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va10stv. Product type lead. Eval code method, result, and eval code-conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va10stv). Device codes (B)(4) apply to lead (lot#va10stv) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted the ins was shocking them for the past 1.5-2 years; they were having tension head aches, back was spazzing, and they had two broken teeth because their jaw wouldn't unclench. They added that they've spent so much money on chiropractors and massage therapists to try to get their neck to unlock or having to go on muscle relaxants because their head won't stop hurting; they found out what was causing the issue. On (B)(6) 2019, they met with a rep where it was confirmed that there are multiple lead fractures. They noted that they have to get a lawyer because they find it unfair that they have to pay for a replacement surgery when their ins was supposed to last five years and didn't because it was defective and "shorting out". The patient asked the rep how this could have happened and the rep said that the patient is young/active; it is listed that activity can damage a lead. The consumer then noted that their options were to replace the ins or leave it off; they are choosing to leave the ins off because they can't afford a new one. The patient added that the rep told them they couldn't just leave ins in their body because they could still get shocked (the call center reviewed that the ins doesn't deliver electrical stimulation when its off). The call center also reviewed the option of sending the system back for analysis. Additional information was received from a manufacture representative (rep). Rep noted the patient bumped their device and they began getting headaches. The rep also noted that they turned it off for awhile, but they started getting shocks and headaches when they turned it back on. Surgical intervention did not occur nor is it planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that about 6 months ago she started having intermittent shocking and it would happen in certain positions like working out or rolling over in bed and then seemed to stop up until 6 weeks ago it was a heavy duty shock. Shock is near vagina and it felt like someone taking jumpercables to vagina. Patient further reported that they suddenly having problems with incontinence which started 6 weeks ago and noticeable in the last month. Patient stated no matter how high or low cannot feel any change with the stimulation however it seems to be communicating. Patient also reported that they were having nerve pain which started a month ago. No further complications were noted or anticipated.